Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states the patient tested 7.6 inr and 7.2 inr on the coaguchek xs system while a comparison lab returned as 3.65 inr. No actions taken based on the device results. No adverse event reported. Requested return of suspect system.